Manufacturer narrative:
Completed address in e.1 unable to be included due to exceeding character limit. Complete event site address(e1) below: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check of the iabp unit, detected at the ignition the unit does not fill. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed the issue. Fse replaced the tidal disk to resolve the issue. Fse performed operation tests with positive results. Repair completed, the equipment can be used.